Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged a cough, shortness of breath, headaches, sore throat, ear aches and nausea while using the device. The patient also alleged visualization of particles in the tubing and chamber, black stuff in the mouth and mask, and that the device was running loud. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. The external investigation showed that there were no signs of contamination on the outside of the device. The device was hooked up to a known good power supply and cord. Airflow was verified to be operating correctly. Internal investigation of the dreamstation by the product investigation lab showed that there were signs of contamination inside of the blower box as well as on the blower motor. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The device's downloaded event log was reviewed by the manufacturer and found 0 errors logged. The manufacturer was unable to confirm the customer's complaint. The manufacturer confirmed there was no evidence of sound abatement foam degradation.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.